Manufacturer narrative:
The device is returned, and an evaluation completed for it. The user¿s complaint was confirmed. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Upon inspection and testing, it was observed that the probe was broken off 15 mm from the tip. There were scratches around the broken part of the probe. In addition, the coating of the probe around the scratches was partially peeled off. Observation of the fracture surface of the probe revealed that the fracture progressed starting from the scratch on the probe. There were no scratches or contact marks on the non-insulated part of the grip. The exact cause of the event cannot be exclusively identified. However, based on the device evaluation, the broken probe possibly occurred as below: probe came in contact with hard tissue such as bone or calcified tissue, metal clips, staples, or other surgical instruments. Due to the ultrasonic vibration, coating of the probe peeled off. Also, it caused scratches on the probe. A force to activate the output in seal and cut mode or a force to grasp the body tissue was applied to the probe. This caused cracks to branch out at the scratched area of the probe. Also, an probe damage error (error code u504) occurred. After that, a force was applied to the probe during device handling. As a result, the probe broke. The instructions for use includes the following statements that warn against the issue: the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.

Event description:
As reported for this event by the customer, in the middle of a therapeutic laparoscopic colectomy procedure a probe damage u504 error message was received for the thunderbeat device. The device was removed from the patient body and checked. The device probe then broke off outside the patient. Procedure was completed with a new device of the same model number without any delay. There is no harm or adverse impact to the patient. The intelligent tissue monitoring (itm) setting was on during the procedure. The connections to the generator were checked. The transducer cords and other medical device cords were not bundled together. Total procedure time was between two to five hours. This is the first time such an event occurred with this user.